Manufacturer narrative:
Evaluation of the returned red62 confirmed a fracture on the distal shaft and revealed kinks distal to the fracture. It was reported that the patient¿s anatomy was tortuous. Manipulation within the tortuous anatomy may have contributed to the device becoming kinked, which may have contributed to additional resistance during the procedure. If the device is forcefully retracted against resistance, damage such as a fracture may occur. Further evaluation revealed that the strain relief was stretched on its distal end, the catheter had additional kinks, and the internal coil winds were unraveled. This damage was likely incidental to the complaint and may have occurred during removal of the device from the procedure or during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the right m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62) and neuron max 6f 088 long sheath (neuron max). It was noted that the patient¿s anatomy was tortuous. During the procedure, while attempting to advance the red62 to the target vessel, the physician experienced resistance. The higher he advanced, the more resistance he experienced. The physician had to retract the red62 several times to reach the target vessel. The physician successfully completed the thrombectomy procedure. Upon removal, the physician noticed that the distal end of red62 had unraveled and fractured but remained connected by an inner wire. The procedure ended at this point. It was reported that while the nurse was cleaning the red62 on the back table, the red62 separated into two pieces. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.